Event description:
It was reported that the right ventricular (rv) lead exhibited noise and high impedance, resulting in inappropriate shocks. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).